Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 350 mg/dl and was positive for diabetic ketoacidosis. Troubleshooting was performed and found that the customer was alleging that the pump was under-delivering because the pump was not working and tested positive for dka, the first time. The customer reported feeling sick/unwell as a symptom at the time of hospitalization. It was found that the customer was using the pump within 48 hours of the reported event. The auto-mode/smartguard feature was active. The customer used an insulin pump, manual injection/insulin pen, IV insulin drip (intravenous insulin infusion), ems/ambulance/ER visit, and hospitalization: overnight stay as the treatment for high blood glucose and for diabetic ketoacidosis. It was stated that the pump passed the displacement test and the hp test. No further patient complications were reported. It was unknown if the customer will continue the use of the insulin pump. The product will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that, the pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08740 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 12-mar-2023, there is no unexpected alarms/suspends noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 12-mar-2023 listed on smartsolve. Dailytotalofallinsulindelivered = 15.425 dailytotalofbasalinsulindelivered = 11.725 dailytotalofbolusinsulindelivered = 3.7 03/12/2023 18:30:38.000 normalbolusdelivered normalbolusamountprogrammed = 1.975 bolusamountdelivered = 1.975 03/12/2023 20:30:48.000 normalbolusdelivered normalbolusamountprogrammed = 1.725 bolusamountdelivered = 1.725. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Please see below for pump errors/alarms noted 1 week prior to the event date 12-mar-2023 in the formatted history file.  No delivery alarm/insulin flow blocked alarm was recorded and found in the formatted history file on: 03/06/2023 21:07:45.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. No unexpected occlusions or insulin flow blocked alarm noted during testing. Sg calibration error (776) was recorded and found in the formatted history file on: 03/08/2023 20:53:13.000 03/10/2023 07:49:51.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sg calibration error or unexpected sensor errors or anomalies were noted during testing. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs and dka. Customer alleged for possible under delivery was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.